Event description:
The customer reported that during pre-use check out, they observed an error indicating a malfunction which may result in the inability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The power controller board was replaced to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The power controller board was replaced to correct the issue.